Manufacturer narrative:
The device has not been returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. Upon device return the investigation will be reopened.

Manufacturer narrative:
Upon further investigation, we found there was no patient contact. The information provided does not suggest this incident may have caused or contributed to a death, serious injury or a serious deterioration in state of health. This event is no longer deemed reportable.

Manufacturer narrative:
The manufacturing and sterilization records for se5425wvb, lot w7983 were reviewed and found to be acceptable. Additional information regarding patient impact has been requested. The investigation is ongoing. (B)(6).

Event description:
The user facility in (B)(6) reports the vitrectomy cutter did not work. The stellaris cassette was changed. Patient impact has been requested.